Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported an issue with nuisance air-in-line (ail) alarms. The clinician typically would clean the ail sensor with an alcohol swab. The event was reported to bd representatives during their site visit. It was discussed with the clinician to use a cotton swab and water instead. This was a general feedback no sample available for investigation. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.

Event description:
It was reported an issue with nuisance air-in-line (ail) alarms. The clinician typically would clean the ail sensor with an alcohol swab. The event was reported to bd representatives during their site visit. It was discussed with the clinician to use a cotton swab and water instead. This was a general feedback no sample available for investigation. There was patient involvement but no harm.